Event description:
Information received from the field notes that the patient presented to the emergency room with an irregular heartbeat and a paced rate of 175 ppm. Interrogattion of the device revealed dashes (---) for several parameters. A software download was considered, but due to the patient's clinical condition, the device was replaced.